Event description:
The customer alleged that pump was under delivering by 10%. This was identified during testing.

Manufacturer narrative:
Visual inspection showed no damage or debris in the sensor area. Calibration values were found to be within specification. The pump was tested with water using multiple settings and found to be underdelivering. An internal inspection found the motor bracket was loose and not secured to the motor properly. This was the probable cause of the underdelivery. The bracket was secured and the pump passed volumetric accuracy tests.